Event description:
It was reported that a patient underwent a plastic procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported by the distributor per the account contact that the needles popping off. It is unknown how the case was completed. It is unknown if it there were any patient consequences. The device is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient(s)? No - when were the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify while sewing the wound - what is the total number of products involved in this event? Approx x20 - did the event occur during one or multiple patient procedures? Multiple - what is the total number of procedures? Approx 12 - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No - device return status. Please document the shipment tracking number: we did not return the suture as it is all we had so we would just keep opening new as they would break - please provide the source or name of person providing answers to follow-up questions: lindsey hansen a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-06707, 2210968-2023-06684, 2210968-2023-06685, 2210968-2023-06686, 2210968-2023-06703, 2210968-2023-06705, 2210968-2023-06706, 2210968-2023-06722, 2210968-2023-06723, 2210968-2023-06724, 2210968-2023-06719, 2210968-2023-06720, 2210968-2023-06721, 2210968-2023-06716, 2210968-2023-06717, 2210968-2023-06718, 2210968-2023-06712, 2210968-2023-06713, 2210968-2023-06715.